Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot is unknown therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot #: unknown, not provided. Expiration date and unique identifier (UDI#): unknown, because the lot number was not provided. If implanted, give date: not applicable as the cartridge is not an implantable device. If explanted, give date: not applicable as the cartridge is not an implantable device and therefore not explanted. Device manufacture date: unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) was partially delivered into the eye as the trailing haptic got stuck in the cartridge and the lens could not be fully deployed. Reportedly, another lens was implanted, same model and diopter. No incision enlargement, no vitrectomy was performed and no patient injury was reported. No further information was provided.